Event description:
It was reported that difficulty removal occurred. A 24 x 2.75 promus elite mr drug-eluting stent was advanced for treatment. However, after the stent was deployed, the stent balloon could not be removed from the guide. Both balloon and guide were removed as one unit. The procedure was completed without any reported patient complications.